Manufacturer narrative:
The review of logfiles confirmed the reported issue: there is not communication since the 5 of october. The most probable hypothesis is that the issue is caused by an overvoltage, causing a component failure, then causing a loss of communication. The root-cause is not clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, all the transmitter leds remain on (scroll leds + status light) and pit button light up in red.

Manufacturer narrative:
Investigation note available, conclusion not yet available.

Event description:
Reportedly, on 5 november 2024. All the transmitter leds remain on (scroll leds + status light) and pit button light up in red.